Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump did not pass the prime test. Advised the customer that the insulin pump would be replaced. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.